Manufacturer narrative:
The issue was confirmed during troubleshooting by distributor's field service engineer. Device's logs and faulty parts were requested for further investigation, but not yet received. The UDI information is not available since the device was manufactured before 2015.

Event description:
During on-site inspection it was noticed that pressure transducer printed circuit boards are defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During troubleshooting it was found that the pressure transducer test failed during pre-use check and pressure transducer printed circuit boards (pcbs) were pointed as defective. There was no patient involvement. The call was cancelled as the customer has not approved the quotation. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Despite request, the device's logs and defective parts were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit boards.

Event description:
Manufacturer's ref. #: (B)(4).